Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure performed in 2009. According to the complainant, during tissue sample retrieval, while closing the jaws, the pull wire snapped, which resulted in the inability of the jaws to be opened. The procedure was competed with another radial jaw 3 single-use biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found a bend in the jaw. A ring gauge test was performed and the unit was out of specification due to the bend. A functional test found the jaw opened as expected, but would not close correctly. The complaint was not confirmed as pull wires were functional and the device opened correctly. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no additional complaints exist for the specified lot. A labeling review was performed and no anomaly was found.